Event description:
It was reported that, before a cori tka procedure, the robotic drill attachment ((B)(4)) got stuck/locked on robotic drill ((B)(4)). During initial case set-up, kpc test was run. The last section on max torque failed 2-3 times ((B)(4)). So, they continued to move forward with calibration. During calibration, they received several internal errors when trying to proceed to the unlock screen ((B)(4)). They made several attempts to unplug and re-start the case, but kept receiving errors. To avoid further delay, they switched out the handpiece. However, with the first handpiece, they were still not able to get the attachment to disengage from the drill. They even went into the drill diagnostics screen to unlock with no success. Patient was not in the room when this troubleshoot occurred. No other complications were reported. Moreover, when evaluating the robotic drill, it was found that the lock nut was out of torque spec. The lock nut backed itself out causing it to get stuck in the nosepiece of the drill and not be able to be removed ((B)(4)).

Manufacturer narrative:
The cori drill attachment, p/n rob10015, (B)(4), intended for use in treatment was returned. A relationship between the reported event and the device was established. The reported problem was visually and functionally confirmed. The drill attachment was received still connected to the complaint drill. A kpc test was run and failed. The drill was opened up and taken apart. It was found that the drill attachment lock nut is out of torque specification. The lock nut backed itself out causing it to get stuck in the nose piece of the drill and was unable to be removed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is the mechanical lock nut became loose due to vibration. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.